Event description:
The hospital reported that the vasoview hemopro 2 could only perform two or three short burns before the bisector timed out, requiring a wait before proceeding with the saphenous vein harvest. The customer only needed a short thigh section, so another kit was not opened, and the procedure was completed using the same device despite the timeouts. There was only a delay in case due to having to wait during the time out period. No attempt was made to use another extension cable, adaptor, or generator. The wet raytex preop test was made. No patient injury or harm was reported due this incident.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.